Event description:
A surgeon reported a pt with an unexpected myopic refractive outcome following intraocular lens (iol) implant surgery. The lens was exchanged for the same model, different power lens. Additional information has been requested.

Manufacturer narrative:
Evaluation summary: the product was not returned for analysis. Results from the product history record review indicated the product met release criteria. The product investigation could not identify a root cause. There have been no other complaints reported in the lot number. Additional information was requested on by phone, fax, and mail. A completed questionnaire has not been received. (B)(4).